Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2004 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat cystocele and mesh was implanted. It was reported that on (B)(6) 2011, the patient underwent paravaginal defect repair, burch urethropexy, cystourethroscopy, removal of multiple foreign bodies and revision of bladder slings, repair of bladder cystotomy secondary to perforating spring left from prior bladder surgery, rectocele repair with graft implant and vaginal packing. It was reported that following insertion of the mesh, the patient experienced pelvic pain, irritated bladder, vaginal discharge with odor, urinary urgency, dyspareunia, atrophic vaginitis and chronic interstitial cystitis. No additional information was provided (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that on (B)(6) 2009, the patient underwent operative laparoscopy with lysis of adhesions, laparoscopy fulguration of endometriosis, implant of transobturator tape (boston scientific), cystoscopy, and hydrodistention of bladder, secondary to stress urinary incontinence, endometriosis, and abdominal and bladder pain.